Manufacturer narrative:
Additional information:d9,h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical service department on (B)(6) 2024 that an m31 air detected in cassette warning occurred in fill 2 of 4. Patient was connected during the incident, and fluid was seen on top on the heater tray (ht). The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. All cones were broken, and the pl did prime all the way to the end. The unused lines were clamped, and no air bubbles were found during setup. The fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location, but moisture was found on the ht, and when the cassette door was opened, fluid was also discovered on the inside of the pump module area. There were alarms/warnings prior to leak, an m31 occurred prior to the fluid leak. The fresenius technical support advised the patient to disregard using the cycler and to contact the on-call/pdrn for advice on alternate treatment. The patient was also advised to use the cycler for next day¿s treatment. Upon follow up conducted on (B)(6) 2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient reported experiencing a fluid during their pd treatment on (B)(6) 2024; however, the patient was not sure where exactly the fluid leak was coming from. The pdrn stated that the patient reported seeing some fluid on the heater tray and receiving the cycler alarm about the air in the cassette. The pdrn stated that they scheduled an appointment with the patient for some further training to determine if the issue is indeed with the supplies or the way the patient is setting up for their treatment. Per pdrn maybe the patient is skipping or missing some steps during the treatment; however, stated that they cannot confirm that until they see the patient. The pdrn stated that the patient was not able to complete treatment on the day of the reported event. Per pdrn the patient was able to complete treatment on the cycler the following day with no further issues. The pdrn stated that the patient is continuing their pd treatment on the cycler with no further issues. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius technical service department on (B)(6) 2024 that an m31 air detected in cassette warning occurred in fill 2 of 4. Patient was connected during the incident, and fluid was seen on top on the heater tray (ht). The patient line (pl), heater bag (hb), and supply bag (sb) were securely connected. All cones were broken, and the pl did prime all the way to the end. The unused lines were clamped, and no air bubbles were found during setup. The fluid leak was discovered during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. The fluid leaked from an unknown location, but moisture was found on the ht, and when the cassette door was opened, fluid was also discovered on the inside of the pump module area. There were alarms/warnings prior to leak, an m31 occurred prior to the fluid leak. The fresenius technical support advised the patient to disregard using the cycler and to contact the on-call/pdrn for advice on alternate treatment. The patient was also advised to use the cycler for next day¿s treatment. Upon follow up conducted on 07/23/2024 the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient reported experiencing a fluid during their pd treatment on (B)(6) 2024; however, the patient was not sure where exactly the fluid leak was coming from. The pdrn stated that the patient reported seeing some fluid on the heater tray and receiving the cycler alarm about the air in the cassette. The pdrn stated that they scheduled an appointment with the patient for some further training to determine if the issue is indeed with the supplies or the way the patient is setting up for their treatment. Per pdrn maybe the patient is skipping or missing some steps during the treatment; however, stated that they cannot confirm that until they see the patient. The pdrn stated that the patient was not able to complete treatment on the day of the reported event. Per pdrn the patient was able to complete treatment on the cycler the following day with no further issues. The pdrn stated that the patient is continuing their pd treatment on the cycler with no further issues. Additional information was requested, however to date has not been provided.